Manufacturer narrative:
(B)(4)

Event description:
The healthcare provider (hcp) reported via the manufacturer representative that there were high impedances on channel 1 of the device (electrodes 0-7) after implant. It was noted that a "normal" first implant of the lead led to the event; there was no problem to insert the lead in the channel. The clinician programmer showed high impedances and no stimulation. A revision was done "with new insertion" of the lead in the first channel and "impedances control" during the revision. After reinserting the lead several times in the first channel, the impedances were still high. It was noted when the lead was fully inserted into the first channel, the impedances were greater than 10,000 ohms. However, the lead was inserted in the second channel (8-15) and the impedances were immediately normal. The lead was kept in the second channel and the issue resolved. It was noted the first channel of the ipg "remains with high impedances". The patient was alive with no injury at the time of the report.